Manufacturer narrative:
(B) (4). Event is under investigation at this time.

Event description:
The initial information provided to the manufacturer on january 21, 2010, stated only that the device fractured at the proximal end after 8 days insitu. Additional information received by the manufacturer on february 25, 2010, stated that the PICC catheter was dressed with the proximal hub running across the palm of the hand. Apparently, when the child put his hand on the bed to lift himself up, the line snapped. (These details were provided by a family member, who was present at the time). The catheter was left insitu and a medical officer was notified. The patient was placed on nil by mouth (nothing by mouth) for surgery later that day. A new catheter was inserted via rewiring the same route used for the first venous access. The removal of the PICC was done in the operating theatre. Nil harm to patient.